Event description:
Several gloves were found damaged when putting them on from different boxes. 3 gloves had missing fingers or were torn, and few also were discolored with brown streaks. Cardinal health- nitrile exam gloves. Manufacturer response for nitrile exam glove, flexal (per site reporter) they are aware of this quality issue and are converting our locations to another glove.